Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was removed and re-flushed, the sgc would not hold fluid column (leak). If a leak were to recur in the anatomy, there is potential to cause or contribute air embolus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the right atrium but resistance was noted with the septum; therefore, the device was removed and the septum was dilated. The sgc was flushed and re-advanced. Resistance was again noted with the septum. Further dilatation of the septum was performed, and the sgc was flushed again outside of the anatomy; however, the sgc did not hold fluid column (leak). The decision was made to replace the device and a new sgc was used without issue. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported failure to advance was related to patient/procedural conditions; however, a cause for the reported leak could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.